Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported seizure and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was on a flight and experienced a seizure and convulsions due to hypoglycemia. The patient's blood glucose levels reached 30 mg/dl while wearing the pod between 24 and 36 hours in the arm. Patient reported a doctor was called for on the plane, but she had started to come around once they arrived, so she was treated with juice.